Event description:
The customer reported that the system displayed a software error during boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and upgraded the system software. System operates as intended.